Manufacturer narrative:
Reader mbmb093-j1007 has been returned and investigated. Visual inspection has been performed on reader and no issues were observed. No error messages were observed and control solution testing was performed. All results were satisfactory. No malfunction or product deficiency was identified. Therefore this issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A caregiver (parent) reported the customer was unable to test blood glucose due to an ¿error 7¿ message on the adc device. Due to this, the customer experienced shaking and a loss of consciousness. The customer was provided lucozade (energy drink) by the caregiver for treatment. There was no report of death or permanent injury associated with this event.